Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the shaft of the guidezilla extension catheter broke inside of an unknown guide catheter. The device was removed with no patient complications.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the target lesion was located in a chronic total occluded (cto) vessel.